Event description:
It was reported that the user experienced hyperglycemia while using the ilet following an infusion set change that required assistance to complete the cannula fill, with no device alerts or alarms and no hospitalization or emergency care. Symptoms included elevated blood glucose without associated clinical manifestations. Outcomes included no long-term impact and resolution expected after infusion set change. Investigation included telephone troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and successful completion of the infusion set change with proper cannula fill. It was concluded that the hyperglycemia had an unclear cause and the device was able to continue delivering therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.